Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: >7.5 (customer called back on (B)(6) 2011 and stated that this patient had coumadin withheld over the weekend); (B)(6) 2011, lab: 2.2. Therapeutic range is 2.0-3.0. Nurse tested herself using a different meter and new strip lot 243103; got 1.0. Tested again on same finger using meter in this case and original strip lot 232886; got 1.5. Nurse has had a cold and is taking aspirin.